Event description:
It was reported that they arebad pixels showing in the image causing the patient to be re-exposed. The artifact was able to be pixel mapped out and once the system was rebooted, it is working as intended.